Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked and no longer functional. Customer had elevated blood glucose levels (264 mg/dl). Manual injections were delivered to stabilize blood glucose levels. Customer indicated they have back up manual injections for continued insulin therapy.